Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal at an unknown concentration at a rate of 100 mcg/day and dilaudid at a rate of 0.5 mg/day via intrathecal drug delivery pump for movement disorders. It was reported that the patient had return in symptoms and was not responding to an increase in pump dosing. A catheter leak was reported. A surgical exploration revealed a break in the catheter. The catheter segment was trimmed and reconnected to the other catheter piece. A catheter dye study confirmed no additional breaks after the revision. The issue was report as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.